Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37751, product type: recharger. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that the patient was charging too frequently. It was noted that their implantable neurostimulator (ins) would charge to 100% full but it would not stay charged for more than 10 hours at a time. They would be fully charged and when they went to bed it would turn off. In addition, the patient reports frequently getting the thermometer icon on their recharger; they had full sprites. The rep met with the patient and disabled the adaptivestim on all of the programs with the exception of one and some programs that the patient did not use were deleted. A new recharger was ordered because of the temperature icon. The cause of the ins draining quickly and recharging often was still in question. Relevant medical history includes spinal pain. If additional information is received, the event will be updated.